Event description:
During application of a halo crown and jacket on a pt, it was noticed that one of the hifix halo pins had managed to penetrate through the patient's skull without the torque cap breaking as intended.